Event description:
Hair found between cassette and inner reservoir bag. Lot number not provided on cassette, possible lot # include #6005583, #6005584, #4461350, # 4453448. Did not reach patient. Cadd pump.